Event description:
Reporter indicated that an ent diagnosed a vns patient with true left vocal cord paralysis after implantation of vns device. It was reported that the vns stimulation had been intentionally initiated the day of implant. It was reported that the patient first complained of hoarseness during stimulation after the surgery. Vns stimulation was then turned off, and the patient continued to experience hoarseness. It was reported that the treatment plan is to leave the vns device off until the paralysis resolves and then vns stimulation will be programmed on at that time.